Manufacturer narrative:
The customer reported 12-lead ECG v3 signal loss. There was no report of pt impact. A philips field service engineer evaluated the device, confirmed the issue, and resolved the issue by replacing the ECG connector.

Event description:
The customer reporter 12-lead ECG v3 signal loss.